Event description:
This patient was admitted to the hospital with a chief complaint of stable angina. The patient was currently taking aspirin and beta blockers. The patient was taken electively to the cardiac cath lab, where angiography revealed lesions in a saphaenous vein graft (svg) to the first obtuse marginal (omi), the left main artery (lma)/lad (protected), and the mid-rca. The lesion in the svg to the omi was an 85%, moderate (1mm) stenosis. The lesion in the lma/lad was a 70%, long (65mm), heavily calcified, bijurcating stenosis. And the lesion in the mid-rca was a 75%, long (59mm), heavily calcified stenosis. The lesions were treated in a staged procedure over a five day period. During part one of the stage procedure. A bolus of angiomax was administered via IV. There were no difficulties in accessing or writing the vessel noted. The svg/om lesion was predilated. A 3.5 x 13mm cipher stent was deployed to the svg to the omi with suboptimal results. The stent was post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The patient was discharged on aspirin, plavix, and beta-blockers. Five days leter the patient returned for the second part of the staged procedure. Angiomax was again administered. The lma was pre-dilated. Three (3) cipher stents were placed within the lma/lad: two (2) 2.5 x 28mm, and one (1) 2.5 x 18mm. The two (2) 2.5 28mm stents were postdilated. The three stents were overlapping. Residual stenosis was reported to be 0% and timi iii flow flow was noted throughout the stented segment. Attention was then turned to the mid-rca lesion. The lesion was predilate and three (3) cypher stents were implanted: one (1) 2.5 x 23mm, one (1) 2.5 x 28mm, and one (1) 3.0 x 18mm. The stents were postdilated and were all overlapping. Residual stenosis was reported to be 0% and timi iii flow was noted throughout the stented segment. The patient was discharged the following day on the say pre-procedure medications. Eight months later, the patient returned for repeat angiography, which revealed a restenosis of the cypher stents in the mid-rca. This was treated with the placement of an additional taxus des.